Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent implantation of bard pelvic mesh and sparc sling on (B)(6) 2006 due to stress urinary incontinence. The patient is seeking advice from a physician to have the mesh removed. No additional information is given at this time.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse in 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion:no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.